Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 1918- hypoxia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 12/14/2025 at approximately 4:59 pm, the patient awoke feeling unwell and experienced vomiting. At that time, the dexcom receiver displayed a cgm glucose reading of 180 mg/dl. No fingerstick blood glucose (fsbg) measurement was performed. The patient texted his sister to inform her that he was feeling ill. A few hours later, the patient¿s sister arrived to check on him and found him unconscious (loc) on the ground. No medications had been administered prior to this event. She immediately contacted emergency medical services (ems). The patient was transported to the emergency room (ER) by ambulance; however, he was unable to recall whether ems obtained cgm or blood glucose measurements or whether any medical interventions were performed during transport. At the ER, the sensor was removed, and a fingerstick blood glucose test was performed, which showed a value of ¿13.02¿ mg/dl (verified in complaint documentation, although it is acknowledged this is not written in standard bg format and outside the expected meter range of 20¿600 mg/dl). An insulin drip was initiated. The patient remained hospitalized for three days and received insulin therapy, with no additional medications reported. He was diagnosed with an acute hypoxic respiratory condition. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at approximately 4:59 pm, the patient awoke feeling unwell (malaise) and experienced nausea and vomiting. At that time, the cgm displayed readings within normal to moderately elevated ranges, approximately 104 mg/dl in the morning and later readings reported between 180 and 230 mg/dl. Because the cgm readings did not indicate severe hyperglycemia, the patient did not perform a fingerstick blood glucose (fsbg) test. His condition worsened throughout the day, and by approximately 4:59 pm, he lost consciousness at home. The patient was found unresponsive by his sister, who immediately called emergency medical service (ems). No medications had been administered prior to this event. Upon arrival, ems performed an fsbg which read 1302 mg/dl, and the patient was transported directly to the emergency room (ER) for urgent care. The cgm was displaying a substantially lower value, approximately 180¿230 mg/dl. In the ER, the elevated bg was confirmed, and the patient was started on an IV- insulin drip; he was subsequently admitted to the intensive care unit (ICU), where he remained for three days. His home insulin regimen at the time included humalog fast acting insulin and lantus long acting insulin, administered via pens, with no insulin pump use. Hospital staff removed the dexcom g7 sensor due to concerns regarding inaccurate readings and provided it to the patient¿s sister for retention. The insulin drip was discontinued on (B)(6) 2025, after stabilization, and the patient was treated for severe hyperglycemia with associated altered mental status, later noted to include acute hypoxic respiratory failure. Following a total ICU stay of 3 days, the patient recovered and was discharged in stable condition. At the time of the report, the patient reported no ongoing complications from the incident, stated he was doing well, and confirmed that he is no longer using dexcom and has transitioned to a libre 3 cgm. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.